Event description:
Harmonic focus shears worked for a short time but then displayed a "loosen pressure on jaws" message. The handpiece was reseated and reconnected with the same result. FDA safety report ID # (B)(4).